Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter in two pieces. Inspection revealed tip damage (flattened/misshapen), a complete separation in the distal shaft that is located near the collar, and kinks in the hypotube located 2cm and 15.5cm from the collar. Inspection of the remainder of the device found no other damage or irregularities.

Event description:
It was reported that hypotube fracture occurred. The 95% stenosed target lesion was located in the distal end of the left circumflex artery. During procedure, an unknown stent was advanced into the lesion after pre-dilation with a balloon; however, stent could not cross the lesion. A guidezilla was then used but still could not cross the lesion. Consequently, the hypotube of the guidezilla was noted to be fractured after multiple attempts. The procedure was completed with another of the same device. No complications were reported and the patient is stable.

Event description:
It was reported that hypotube fracture occurred. The 95% stenosed target lesion was located in the distal end of the left circumflex artery. During procedure, an unknown stent was advanced into the lesion after pre-dilation with a balloon; however, stent could not cross the lesion. A guidezilla was then used but still could not cross the lesion. Consequently, the hypotube of the guidezilla was noted to be fractured after multiple attempts. The procedure was completed with another of the same device. No complications were reported and the patient is stable.